Manufacturer narrative:
The customer returned a different serial # of the contour next link 2.4 meter than the one originally indicated to be involved in the event. No test strips were returned for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8lpeg07a, which gave satisfactory performance.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes, she obtained blood glucose readings of 28 mmol/l, 3.4 mmol/l and 9.9 mmol/l on her contour next link 2.4 meter. The customer had no symptoms of hypoglycemia or hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.